Event description:
It was reported that when inflating the foley catheter balloon after insertion the pressure became easier and as with last one, they could see and hear the inflation divert into the urinary catheter bag instead of into balloon. When pulled back no balloon and urinary catheter fell out. Reinserted new catheter. Per follow up received on 21jan2026, stated that there was no patient impact but a near miss as catheter falling out could have been missed causing a bladder injury.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: using the two (2) syringes, marked "for cleansing purposes only", dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inflating the foley catheter balloon after insertion the pressure became easier and as with last one, they could see and hear the inflation divert into the urinary catheter bag instead of into balloon. When pulled back no balloon and urinary catheter fell out. Reinserted new catheter. Per follow-up received on (B)(6) 2026, stated that there was no patient impact but a near miss as catheter falling out could have been missed causing a bladder injury.